Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty force sensor resistor. The motor was tested outside the device and passed. Unit was received with cracked case at display window corners and reservoir tube. Unit received with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer was able to clear the alarm. Customer's blood glucose level was 441 mg/dl. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.